Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2017 that would have been reportable under 2 l cfr 803, medical device reporting within our complaint system. The information received stated that the patient underwent a replacement of the ipg and splitter due to a fractured splitter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).